Event description:
The patient reportedly saw air bubbles in the infusion set tubing and experienced a blood glucose level of 536 mg/dl in the morning prior to calling animas. She stated her blood glucose level was fine the night before at 200 mg/dl. She said that she had nausea and vomiting at that time but now feels fine and has treated her blood glucose levels. Her blood glucose levels came down after she changed infusion set and cartridge. She obtained a result of 492 mg/dl on her last blood glucose check and did not feel any symptoms at the time. She did not want to troubleshoot the and only wanted to reorder products.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation and the patient did not provide the lot number. No investigation could be performed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.